Manufacturer narrative:
G4: 06apr2020. B4: 07apr2020. The manufacturer¿s field service engineer (fse) confirmed the reported alarm led failure issue. The fse remotely provided part number for power witch overlay to customer. The customer replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
The customer reported alarm (led) light emitting diode failed. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.